Manufacturer narrative:
Concomitant medical products: 1688tc lead, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion. The implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.